Event description:
Return reason: "coc" shows "cath error". Doctor cut the catheter extension cable. Analysis determined: investigation found that the catheter's electrical extension is cut in half. Taking bare wire readings gave inconsistent continuity readings because the thermistor wire had become detached from wire leads within the thermistor casing. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the pt's status. Corrective action taken: no corrective action is necessary at this time because each thermistor is 100% visually inspected and 100% continuity tested along with temperature reading verifications within a 37c water bath. Inspection processes have been updated and are continually being evaluated for improvements. Bbnj is currently investigating possible causes into this failure type. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.